Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a fungal irritation underneath the lifevest. Follow-up attempts on the fungal irritation were unsuccessful. The medical outcome of the fungal irritation is unknown. The patient discontinued use of the lifevest.